Manufacturer narrative:
Submit date: 12/09/2014 an investigation is currently underway, upon completion the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an enteral access feeding tube. The customer reports during placement of a keofeed tube, it entered the right lung causing a pneumothorax. The patient had to be intubated, a chest tube was inserted and the patient required a bronchoscopy. The customer reported the product was a kangaroo nasogastric feeding tube. The customer further reported an x-ray was taken and it showed the feeding tube in the right lung and then a second x-ray was taken because the patients stats declined and it showed right pneumothorax.

Manufacturer narrative:
A device history record review could not be performed because a lot number could not be provided by the customer. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received in the future. The exact root cause of the reported condition stated by the customer could not be determined. However due to previous evaluations with this failure mode the potential root cause could be a result of over catheter length insertion. According to the literature included in the product (manual), the failure mode could occur during the medical procedure of insertion. The insert manual indicates to estimate the insertion depth, use the tube to measure the distance from the tip of the patient¿s nose to the earlobe and from the earlobe to the xiphod process for gastric placement. This measurement determines the tube length therefore if the tube was inserted more than specified in the procedure, a possible coiling or kink around the stomach could occur. Due to the extreme caution, this device should only be inserted by a trained clinician. There is no further corrective action required at this time. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.